Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced a high blood glucose level of 402 mg/dl. The customer reported a no delivery alarm. The customer had symptoms nausea. The customer did treat the high blood glucose level with manual injection, 5.2 units of insulin. The current blood glucose level was 402 mg/dl. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.